Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bops4310, (3i t3 parallel walled implant 4/3 x 10mm) for evaluation. Visual evaluation / functional test was performed, the returned cover screw engaged and disengaged with the bundled implant as intended. Measurements match drawing. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2021071191. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021071191 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : device malfunction. The customer submitted an image for the reported event. Image shows an implant and cover screw inside a sterile bag. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The no malfunction was identified as the cover screw closed on returned bundled implant. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the cover screw that came with the bops4310 turned on its own and would not close. The doctor asked for it to be investigated. It was completed with a different implant. Tooth site #20.